Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented on post operative day one with a silver metallic foreign body in the anterior chamber. The surgeon noted that the ultrasound power from the handpiece was intermittent. The patient returned to the operating room on (B)(6) 2019 for extraction of the metallic foreign body. The patient experienced inflammation in the anterior segment with descemet's folds and tyndall. The patient received medical treatment with corticosteroids and antibiotic. Additional information was requested and received.

Manufacturer narrative:
There was no additional information provided by the customer. However, a phacoemulsification (phaco) handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release the phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample found no non-conformities. The handpiece was flushed for metal particulates testing. The sample was visually and microscopically analyzed. The reported foreign material was observed. Microscopic examination revealed reflective metallic-appearing particles up to 26¿m in length. The particles were isolated and analyzed. The particles were identified to contain elements including carbon, oxygen, aluminum, titanium, and vanadium. The exact origin and quantity of the particles remains inconclusive. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece did not meet alcon specifications. Disassembling the handpiece revealed a nonconforming high electrode. The customer reported event of intermittent ultrasound was confirmed through testing, which found a nonconforming high electrode to cause the torsional stroke length of the hp to not meet specifications. However, how or when the electrode became nonconforming remains inconclusive. The customer reported that a piece of metal was found in a patient¿s eye after surgery was performed. Although the existence of foreign material was confirmed through testing, the origin of the particles remain unknown. It should be known that all handpieces are inspected during manufacturing for metal particulates. The inspection approach taken follows a statistically valid continuous sampling plan. There were no non-conformities observed during manufacturing of this handpiece. With no additional, related information provided, the reported events of ocular inflammation, procedure intervention, and foreign body removal were unable to be confirmed. The phaco tip was not returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The root cause of the reported ¿intermittent ultrasound¿ can be attributed to a nonconforming high electrode, which did not meet specifications. The root cause of the reported ¿metal found in the patient¿s eye¿ was medically confirmed. Although the existence of foreign material was confirmed through testing, the origin of the particles remain unknown. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).